Event description:
It was reported that the foot end side rail was stuck in the lowest position. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.